Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the piece of plastic was missing where lot number was supposed to be. The event did not happen during surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided: "it was reported that the piece of plastic was missing where lot number was supposed to be. The event did not happen during surgery". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the following conditions on the device surface: 1) a broken portion in the middle surface of the device, where the broken piece was not returned for evaluation; 2) signs of heavy usage and deep scratches on the overall device surface; 3) one spring deformed but still attached to the post; and 4) the lot number was not able to be retrieved from the physical device surface as a consequence of the breakage. No other anomalies were noted. Breakage observed can be traced to improper handling/care of the device, where excessive force could have been applied while assembling/disassembling the device with its mating component. Furthermore, as the broken piece was not returned for evaluation and given in consideration that this piece has engraved the device lot number, the reported missing piece can be confirmed as well as the condition where the lot number is not visible. Where scratches and the spring deformation were noted, the failure mode is consistent with inserting an extractor device in between the trial and mating shim and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the attune rp ps artic surf sz5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.